Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that connectivity issues occurred with a bd 3ml syringe luer-lok¿ tip with bd precisionglide¿ needle. The following information was provided by the initial reporter, "verbatim: from phone call on 2019-09-19 11:27:56 returned call. Consumer stated samples discarded for the leaked another needle it happened couple of months ago. And the one happened on 09-12-2019. Lot# unknown. Incident date-(B)(6) 2019. Occurence-1. Needle broke issue, when her daughter gave her in injection cannula detached from the hub and stayed in her skin. Did no seek medical attention, she was able to remove the needle from the skin. Sample available. Incident date: (B)(6) 2019. Lot# unknown, she gets the syringes in the bag , I asked her to let us know if she finds the lot#. Consumer uses new needle for her injection. She rotates the injection site. She does not visually tests to see the needle, explained we recommend to visually test the needle. Offered to send the replacement to cvs pharmacy. She also inquired about where to dispose her sharps. Assisted her with sharps disposal information as well. From email in snow 9/18/2019: okay, here is the information that I have on this envelope that the needle was in is ref #309581, it is a 3 ml 25 g syringe. It is a luer-lok tip with bd precison glide needle. I don't see a number that starts with 32. The reason that I wrote you is because with 2 separate needles I have lost the medicine that was being administered due to needle leaking and then this one the needle popped off the syringe and stuck in my arm. I just wanted to let you know that is happened. It is a waste of medicine and needles because I definitely can't replace the medicine and I am sure not going to try to reuse the needle. Email received. "I take b12 shot every month. My daughter gives me the shots and about 6 months ago we had one needle that the medicine ran back out of so after that she checks the needle before filling the syringe. Yesterday she gave me my shot and as always she checked to make sure the needle was tightened on the syringe. She stuck the needle in and as she started to inject the medicine the needle popped off the syringe with the needle still in my arm and medicine running down my arm, all over her desk and in her clothes. Just wanted to let you know about this. First time out of all these years that I have taken these that the needle has popped off tug he syringe like that. You could hear the thing pop."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that connectivity issues occurred with a bd 3ml syringe luer-lok¿ tip with bd precisionglide¿ needle. The following information was provided by the initial reporter, "verbatim: from phone call on (B)(6) 2019 11:27:56 returned call. Consumer stated samples discarded for the leaked another needle it happened couple of months ago. And the one happened on (B)(6) 2019. Lot# unknown. Incident date: (B)(6) 2019. Occurence-1. Needle broke issue, when her daughter gave her in injection cannula detached from the hub and stayed in her skin. Did no seek medical attention, she was able to remove the needle from the skin. Sample available. Incident date: (B)(6) 2019. Lot# unknown, she gets the syringes in the bag, I asked her to let us know if she finds the lot#. Consumer uses new needle for her injection. She rotates the injection site. She does not visually test to see the needle, explained we recommend to visually test the needle. Offered to send the replacement to cvs pharmacy. She also inquired about where to dispose her sharps. Assisted her with sharps disposal information as well. From email in (B)(4) (B)(6) 2019: okay, here is the information that I have on this envelope that the needle was in is ref #309581, it is a 3 ml 25 g syringe. It is a luer-lok tip with bd precison glide needle. I don't see a number that starts with 32. The reason that I wrote you is because with 2 separate needles I have lost the medicine that was being administered due to needle leaking and then this one the needle popped off the syringe and stuck in my arm. I just wanted to let you know that is happened. It is a waste of medicine and needles because I definitely can't replace the medicine and I am sure not going to try to reuse the needle. Email received. "I take b12 shot every month. My daughter gives me the shots and about 6 months ago we had one needle that the medicine ran back out of so after that she checks the needle before filling the syringe. Yesterday she gave me my shot and as always she checked to make sure the needle was tightened on the syringe. She stuck the needle in and as she started to inject the medicine the needle popped off the syringe with the needle still in my arm and medicine running down my arm, all over her desk and in her clothes. Just wanted to let you know about this. First time out of all these years that I have taken these that the needle has popped off tug the syringe like that. You could hear the thing pop."